Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was not working, it would not interrogate and failed its uplink test. The cable was replaced to resolve. It was additionally noted that the upper case lens was cracked and the upper case was replaced as well. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was not working. The programmer head was returned for service. No patient complications have been reported as a result of this event.